Event description:
It was reported that after a software update the programmer showed an error message and per the clinic the programmer "crashed". The error occurred at the first attempt to interrogate a device after the upgrade. It was also reported the programmer rf head was bad. The programmer and rf head were returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer powers up ok, however an error was found in the error log. (B)(4): analysis found that the cable was out of specification, electrically.